Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient had a post op appointment and was given the go ahead to start inflating/deflating his device. On attempting to fully inflate the device, the pump seemed to reach a certain point and collapse. The patient is still able to inflate and deflate the device but now every time he inflates the device the pump seems to get stuck or collapse. He has an appointment to follow up on this concern.